Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump alarmed prime during prime test due to moisture damage force sensor resistor. The insulin pump had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.